Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thus. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 53 fatal alarm confirmed in the [history files/traces] on [02/15/2025 23:13:01.000] due [software error] (file number:2005 ; line number:5632). Pump was cut open to perform visual inspection and found moisture damage on the pcba 1. P-cap was attached and locked into place properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, overlay scratched, cracked keypad overlay, stained keypad overlay, label missing, missing display window/cover, corroded battery tube, cracked case, battery tube threads cracked, cracked case (battery tube), and cracked case-corner of belt clip rails. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 53 alarms. Pump error 53 alarm due to [software error]. Cosmetic damage confirmed at the back of pump along the battery side. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin pump crack along the battery side and an open book image. The customer reported a blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with a manual injection. The event involved product(s) mmt-1715kl, mmt-397a, mmt-332a. Troubleshooting was performed for the open book image and it was found that the insulin pump performed safety checks and the error was found. Troubleshooting was performed for the high blood glucose/underdelivery and it was unknown whether the customer was using the insulin pump within 48 hours of the reported event. Later on, troubleshooting was declined for the high blood glucose/underdelivery. Troubleshooting was performed for the cosmetic damage and the serialized device was replaced. There was no mention of the auto mode feature at the time of the event. No further patient complications were reported. The customer will discontinue using the device mmt-1715kl was requested and the customer response was the device will be returned. No product return is required for mmt-397a. No product return is required for mmt-332a.